Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when the customer attempted to charge the pump battery in the car using a phone charger, the customer observed sparks which damaged the cable. Subsequently, the pump battery could not be charged despite attempting with alternate charging supplies. Customer¿s blood glucose level was 317 mg/dl. The customer reverted to an alternate method of insulin therapy.